Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event of an umbilical hernia, which will warrant surgical intervention. Per the patient¿s pdrn, the umbilical hernia was present prior to the patient beginning pd therapy for rrt. Nevertheless, the hernia has since worsened and is affecting adequate/complete drainage. While there is no allegation or objective evidence indicating a fresenius products deficiency or malfunction caused the events; the liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s preexisting umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during treatment. During therapy, the pressure caused can create or exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) developed an umbilical hernia. The patient reported that they were constipated. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient¿s umbilical hernia was present before they started pd therapy. The pdrn stated the patient suffers from chronic constipation and has no bearing on the patient¿s hernia or drain complications. The hernia was monitored over the past year and has progressed to a point where surgical intervention is required. The pdrn stated the patient is very compliant and accepted the risks of undergoing pd therapy with a preexisting hernia present. Per the pdrn, the hernia was not caused by any fresenius products; however, the umbilical hernia did worsen due to pd therapy. The patient will be scheduled for outpatient surgery in (B)(6) 2020. In the meantime, the patient will continue to change positions during therapy to promote proper drainage.